Event description:
It was reported that at a routine follow-up appointment, the remaining longevity of this implantable cardioverter defibrillator (ICD) was observed to be two and a half years left. However, the device was only recently implanted in (B)(6) 2025, with normal lead data and moderate stimulation percentage. Boston scientific technical services (ts) was contacted and confirmed that the battery power consumption was abnormally high, consistent with a gate oxide issue of the pace output block. Therefore, it was strongly recommended perform an emergent replacement procedure and to also assess the right ventricular (rv) lead due to potential damage from the device. The physician subsequently explanted and replaced the device and rv lead to resolve the event, and no additional adverse patient effects were reported. The explanted device and rv lead are expected to be returned for anlaysis.